Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer's blood glucose level ranged from 150 mg/dl to "high". Customer's continuous glucose monitor read "high"; however, a bg value wasn't provided. Manual insulin injections were administered to address elevated bg level. Customer continued to use current pump for insulin therapy.